Event description:
It was reported, the electrosurgical knife tip part broke and fell into the body while peeling with the forceps. The fallen pieces have been collected. The issue occurred during an endoscopic mucosal resection. The procedure was completed with a similar device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
E1 establishment name: (B)(6) university. During device evaluation at olympus, it was found the electrosurgical knife was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Although a definitive root cause of the broken knife tip could not be determined, likely factors causing the defect could have been the following: 1) due to the factors described below, spark discharge between the tissue and the cutting knife occurred during output activation. ·the output setting for activation was too high ·the electrosurgical unit was used in the coagulation mode. ·the output activation time was too long. 2) spark discharge occurred, and the part of the cutting knife became hot instantly. As a result, the strength of the cutting knife decreased. Also, the cutting knife became burnt. 3) during tissue incision, a load was applied to the cutting knife which has the reduced strength. This might have caused the cutting knife to break. 4)the tip had foreign matter adhering to it and the outer skin tube was charred and deformed by heat. However, the exact cause of spark discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : "-during treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should deformation or break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the coated outer tube. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the cutting knife is detached, be sure to collect it using a grasping forceps. -always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. An excessive output level and time may result in patient injury, such as perforation, bleeding, or mucous membrane damage. Application of high-voltage waveforms for extended periods increases the likelihood that the cutting knife may break. When a high-voltage waveform has to be used, minimize the duration of current application. -if the cutting knife is used in a high-humidity situation, it may be damaged by melting or elongation. Be careful not to use excessive force when removing tissue attached to the cutting knife. When the distal end is subjected to excessive force, for example, when forcibly scraping the cutting knife with tweezers, etc. Or when extending and retracting the cutting knife abruptly and continuously, it may break the cutting knife." If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.